Event description:
It was reported that the customer had low blood glucose levels of less than 40 mg/dl. The customer reported that they were suffering from kidney issues and the low blood glucose levels were not caused by not eating. The customer also reported that the insulin pump did not alert her to the low blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 3004209178-2015-80919 as it refers to the same event but of a different device.